Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the electrodes "failed." Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. Visual and microscopic evaluation isolated the malfunction to a layer of conductive tin was placed upside down during assembly. An investigation into the reserved sample was conducted and no discrepancies were found. Trend data on the complaint database has identified this to be an isolated event.